Manufacturer narrative:
Serial number of the myosure control unit and hysteroscope not provided by the complainant. The disposable device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).

Event description:
It was reported that during a myosure procedure for uterine tissue removal, the physician reinserted the hysteroscope and "found a perforation at the midline posterior of the fundus". On (B)(6) 2013, it was reported the physician cauterized the perforation. The patient was admitted on (B)(6) 2013 and discharged "a couple days later". The patient was also treated with antibiotics and is currently doing "fine".